Manufacturer narrative:
(B)(4). Additional information- patient weight rounded; reported as (B)(6).

Event description:
Subsequent information received states the patient was started on aspirin (B)(6) 2011. Therefore, his aspirin was started prior to enrollment. Additionally, the date of discharge for the event was (B)(6) 2012. No additional information was provided.

Event description:
It was reported that post coronary stenting procedure on (B)(6) 2012, the subject experienced elevated blood pressure and right sided tingling/deficit and was admitted to the hospital. A negative carotid ultrasound and normal echocardiogram revealed a transient ischemic attack (tia) with resolution and discharge by (B)(6) 2012; the neurological consult concluded this was a tia. On (B)(6) 2013 the subject experienced altered mental status (ams), confusion, mild nausea, pressure headache (ha), and left lower extremity (lle) weakness lasting less than 24 hours, and was admitted to the hospital. A transesophageal echocardiogram (tee) was performed with negative results. The neurological consult concluded this to be a cardiovascular accident (cva) per the symptomatology without neuro-imaging confirmation due to the subjects excessive weight. The subject was discharged (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of cerebrovascular accident, headache, hypertension, and nausea, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU), are known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent information received stated the promus stent was implanted in the proximal left anterior descending (lad); the event site was the mid lad. No additional information was provided.